Event description:
It was reported that the patient's device was programmed off in (B)(6) 2015 due to an ongoing battle with gastroparesis caused by vns. It was reported that the patient is not in pain or distress from the gastroparesis. It was reported that vns has been efficacious for the patient's depression and that they are willing to put up with the gastroparesis and find another solution to address it. The gastroparesis first occurred in 2010. Attempts to obtain additional relevant information have been unsuccessful to date.